Manufacturer narrative:
The customer performed repeat testing with the cards and samples in question and indicated that they observed false positive test results in the anti-b microtubes. The customer was provided a replacement lot of gel cards. The customer indicated that upon replacement, all testing was acceptable. Samples/reagents were not provided to mts for investigation. No root cause could be determined. No similar complaints have been logged against this lot of gel cards. Review of manufacturing documents indicates that this lot of gel cards met all release criteria.

Event description:
The customer reported that six patients with a history of type a blood were tested with mts a/b/d monoclonal grouping card lot# 050207053-02. The customer indicated that they observed false positive reactivity in the anti-b microtube for all six patients tested. Erroneous results were not reported, as the results did not match historical data. If this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.